Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). The device remains implanted, so no engineering investigation could be performed. Without additional information it is impossible to further investigate this event.

Event description:
The patient presented with a long occlusion (23cm) within the left superficial femoral artery which was treated with two gore® viabahn® endoprostheses on (B)(6) 2016. On (B)(6) 2016, the patient presented with an occlusion of the implanted gore® viabahn® endoprostheses which was treated with an urokinase treatment. On (B)(6) 2016, the patient presented again with an occlusion of the medical devices where a thrombectomy was performed. It was reported to gore that on the same day the viabahn devices occluded again and it remains unknown how this occlusion was treated. On (B)(6) 2016, a femoro-crural-, arteria tibialis anterior bypass procedure was performed with a ptfe graft where the manufacturer remains unknown (not a gore device).